Event description:
It was reported that the patient presented remotely. Upon review, the patient¿s right ventricular lead had high capture threshold. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was asymptomatic and no patient consequences.